Event description:
While attempting to analyze the heart rhythm of a male pt, the device detected a noisy ECG rhythm and was unable to monitor the pt's heart rhythm. Complainant did not indicate that there was any adverse effect to pt due to reported malfunction. The electrode pads are not available for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.